Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, one control knob, the ring cover and two side bail covers were broken, the battery contacts were compressed and one side bail and the ring were missing. All found defective parts were replaced. (B)(4).